Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a missing sensor wire occurred. Additionally, patient stated that they experienced bruising sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The sensor was returned for evaluation. An exterior physical visual inspection was performed and the inspection failed. The sensor was observed to be missing from the sensor pod and seal carrier. The reported event was confirmed. A root cause could not be determined.